Event description:
N/a.

Manufacturer narrative:
Service has not been requested by the customer at this time. If additional information becomes available a supplemental report will be submitted. H3 other text : not returned to manufacturer

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) had a "sensor module failure" message. Customer states they have tried rebooting the pump, but the message continues. Advised that the quickest and easiest action would be to replace the pump if another is available. Walked her step by step to replace the pump and this was successful. There was no patient harm or injury reported.